Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer called back and requested to cancel the complaint since the user was able to recover the drawer in the recovery storage space. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was showed failed to open. The user attempted recovery and rebooted the affected drawer, however, it continued to display required maintenance. The station was powered down by unplugging the power cord for 2 to 5 minutes, then powered back on. After restart, the drawer recovery was attempted again, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.